Event description:
It was reported in an article that a patient had their device explanted due to high impedance. No other information regarding the event is available in the article. Attempts for further information from the author of the article have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury. See scanned page.